Event description:
On (B)(6) 2013, it was reported that during the past 11 days there were three instances where the patient's infusion device's displayed time went backwards by 1-2 hours resulting in an inaccurate delivery of insulin. The patient's blood glucose level was elevated to 500 mg/dl. Corrections to the elevated level was done via the infusion device and injections of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.